Event description:
Pt has used this brand of infusion set for years without issue, but this lot has more than once caused insulin to leak out overnight, resulting in very high blood glucose. Pt reports when she removed the cannula it was curved, when normally it is straight, so the insulin was not going into her body. Her pump did not put off an occlusion alarm, meaning the med was going through the tubing, but rather the cannula was not properly inserted into her body.